Event description:
It was reported that the detector intermittently powers off when placed under a patient, making it impossible to take an x-ray. The detector then turns back on by itself and can be used again. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector intermittently powers off when placed under a patient, making it impossible to take an x-ray. The detector then turns back on by itself and can be used again. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped. Upon inspection, the system error could not be reproduced. The contacts on the detector and batteries were partially bent, corroded, and worn. After cleaning the contacts, the system is functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).